Manufacturer narrative:
Technician found the head up valve was clogged. The technician cleaned the head up valve to resolve the issue.

Event description:
Technician alleged that the head of the bed would not come up. No pt impact.